Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a leaking internal battery. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. Black box confirmed time and date reset to default setting following battery change on (B)(4) 2013 but patient did not set correct time/date after power on reset. Pump was exercised for 24 hours battery was removed for 23 hours , time and date reset to default moisture observed in the battery compartment. Performed the leak test and found a battery compartment leak as well as a battery compartment crack. Opened the pump case and found no further signs of moisture.